Event description:
The pt had 1 endeavor sprint rx implanted to the mid lad. The pt was asymptomatic at 30 day and 6 month f/u. Approximately 10 months post index procedure, the pt was hospitalized due to a gastro intestinal (gi) bleed. The pt received 4 units of prbc. The pt was asymptomatic at 12 month f/u. The investigator indicated that it was not assessable whether the reported event was related to the study device.

Manufacturer narrative:
(Secondary intervention of prbc transfusion of 4 units): eval results: gi bleed.